Event description:
Had obtained in the anesthesia department 4 each i.v. Tubing sets with a frayed plastic end on the puncture side for i.v. Bag. Not used as product is inspected by staff members prior to usage. Potential to transfer sliver of this frayed plastic end into bag or patient vein?